Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Concomitant medical products: gore® excluder® aaa endoprosthesis - stent graft contralateral leg - sn (B)(4). Gore® excluder® aaa endoprosthesis - stent graft iliac extender - sn (B)(4). Gore® excluder® aaa endoprosthesis - stent graft contralateral leg - sn (B)(4). Gore® excluder® aaa endoprosthesis - stent graft aortic extender - sn (B)(4). Device remains implanted in patient. The gore® excluder® aaa endoprosthesis instructions for use state: adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement and endoleak. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications.

Event description:
A patient presented with an abdominal aortic aneurysm on (B)(6) 2018, and was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2018, a type ii endoleak was detected, no intervention was deemed necessary. On (B)(6) 2019, aneurysm sac growth was observed and was treated with embolization of one lumbar artery on (B)(6) 2019. After the embolization, CT scan indicated that there was no leak and an embolization of the second lumbar artery was not carried out. This event was reported previously with manufacturer¿s reference number (B)(4). Further growth of the aneurysm sac was observed on (B)(6) 2022. Embolization of the second lumbar artery was successfully carried out on (B)(6) 2022.

Manufacturer narrative:
Corrected manufacturing site.